Manufacturer narrative:
Subsequent product code for suspect medical device is npm. Product code: npm. Product code name: bone grafting material, animal source. Device class: class ii. Classification panel: 76-dental. C.f.r section: 872.3930 - bone grafting material. Additional quality control testing is pending.

Event description:
Customer reported the zimvie regeneross bone plug was used on a patient after tooth #6 was extracted on (B)(6) 2024. Patient exhibited inflammation, pain and sweating. Revision surgery performed on (B)(6) 2024 and the zimvie bone plug was extracted during the revision procedure. Bone, prf (platelet rich fibrin) and "a small membrane" (name of membrane not provided) was placed in the extraction site during the revision procedure. Customer confirmed the patient's dental implant placement is delayed. Additional clarification surrounding the event and future dental implant surgery was requested but not provided. No further information provided.

Manufacturer narrative:
Subsequent product code for suspect medical device is npm. Product code: npm. Product code name: bone grafting material, animal source. Device class: class ii. Classification panel: 76-dental. C.f.r section: 872.3930 - bone grafting material. Quality control testing of reserve product met acceptance criteria for visual inspection, ph, and formaldehyde residual content.